Manufacturer narrative:
D10 concomitant products: sigcir31xt, ts 2.0 sigcir31xt circ. 31mm xtr thick (lot# n6a1142uy) sigphandle-rfb, sig power handle sigphandle-rfb (serial# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoid colectomy to create an anastomosis in the distal colon, when closing the anvil, the excessive force icon appeared. It was noted that the icon was intentional, to wait several seconds for anvil to continueto close and reach 100% closed. Once the firing button illuminated, the physician proceeded to fire as usual. The staple icon illuminated as usual, and the knife cutting graphic illuminated as usual, but then showed a spike error graphic for 1 second which was a red circle with line that appeared on the knife blade. The normal icon appeared instructing user to press up button to open anvil. As physician went to open anvil, the reload yellow swim lane error appeared. The anvil did open as usual, but the stapler was extremely difficult to remove from the anastomosis. The physician noted it felt as though the stapler did not cut all the way. After 2-3 minutes, the physician was able to wiggle the stapler out of the anastomosis and patient's body, but upon scoping, 1/4 of the anastomosis looked loose. It was noted that the procedure was extended by 10 minutes. The surgeon sutured over the anastomosis and proceeded with the case.